Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: during investigation, the black box showed no evidence of a short battery life. There were multiple ¿cs128/cs177¿ alarms/warnings occurring due a discharged replace battery use are observed. The battery compartment and cap were undamaged and able to fit securely. The pump¿s base was cracked. The ez-prime steps were performed correctly and all currents readings were within specification. The original complaint of the ¿short battery life¿ was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board or to the continuous glucose monitor module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.